Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the office assistant, that the pt's ldh elevated from the 200's and to the 2000's. The pt was admitted into the hospital for suspected pump thrombus, and to administer medication. While the pt was being admitted, he reported that he had "coca-cola" color urine. The pt went into acute renal failure and required inotropic and pressor support. With evidence of end-organ failure, it was determined that the pt and his status to dnr/dni. The pt expired.